Event description:
It was reported that the device falls for blocking fault. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. A review of the device's event history log was not applicable. Functional testing was conducted, confirming the reported problem. It was determined that the dso sensor was degraded and the root cause. The dso sensor was replaced. B3 unknown.